Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: what tissue location was placement of suture? Incision what were the patient symptoms (location, severity, appearance). Wound red, painful and also reaction for suture knot. Was medical intervention required to treat the patient condition? Results. Removed suture interval and pressed after dressing does the patient have known allergic history to medical device, food or medications? Unk was any allergy testing performed? If yes, results? Unk other relevant history / concomitant medications unk what is the product code for lot lmlca silk suture? Unk will product involved in the event be returned for evaluation? No what is physician¿s opinion as to the etiology of or contributing factors to this event? Suture what is the patient¿s current status? Stable

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue location was placement of suture? What were the patient symptoms (location, severity, appearance)? Was medical intervention required to treat the patient condition? Results. Does the patient have known allergic history to medical device, food or medications? Was any allergy testing performed? If yes, results? Other relevant history / concomitant medications: what is the product code for lot lmlca silk suture? Will product involved in the event be returned for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent sebaceous cyst excision on unknown date and suture was used. One week post operatively, the patient experienced redness, pain and linear reactions on (B)(6) 2018. An additional procedure was performed to remove the suture and bind the wound with pressure. Additional information has been requested.